Event description:
It has ben reported that on two separete occasions a nursery room nurse noticed blood on the infants receiving blanket. Upon opening the blankets one cord clamp was found to be off half way and the other showed signs of slippage. One infant they estimated 5cc loss of blood and physician ordered an additional hemoglobin test. Both infants were fine and released. No additonal medical intervention was required.